Event description:
The report received from the USA stating that the device was "getting very hot". The device was being used in plif (posterior lumbar interbody fusion) surgery. There was no reported patient or user injuries. There was no additional information provided.

Manufacturer narrative:
The device was not received by anspach. If additional information is received, a supplemental report will be sent. Ref: (B)(4).